Event description:
It was reported that after the filter was deployed, it was identified that one of the marker bands on the dilator (closest to the dilator tip) had detached from the catheter shaft. Imaging showed that the marker band was surrounding the filter limbs and did not allow the filter to open. The filter immediately migrated to the heart. The physician snared the filter out of the heart and into the vena cava. During this process, the marker band moved up the limbs of the filter. Subsequently, the filter limbs opened in a perfect position in the suprarenal vena cava. There were difficulties removing the snare, which resulted in one bent filter limb. As the filter was positioned well, it was left in the suprarenal cava. The pt was reported to be doing well.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this manufacturing lot number. The filter remains implanted and the delivery system was discarded by the user facility. The event investigation is currently underway.